Event description:
Additional information noted the right ventricular lead was explanted. The patient experienced asystole when the lead was removed. A new lead was implanted and the patient stabilized.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up with elevated capture thresholds on the right ventricular lead. A chest x-ray did not find evidence of any breakage in the lead. No intervention was performed.